Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user encountered an ¿unable to proceed¿ error during a supply change and fill tubing, consistent with a complete blockage associated with the tubing component; the issue resolved after removing all supplies, performing a dry run, and repeating the supply change with supplies from different lots, after which delivery resumed and blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed a communications-related problem identified during setup that manifested as a complete blockage in the tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.